Manufacturer narrative:
A non-conformance review was conducted for lot 24j097 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the nurse was handling a magellan hypodermic safety needle attached with the guard deployed, writer experienced a needle stick to the left thumb in spite of the safety guard being deployed. Additional information received on 14oct2025 stated that the nurse received first aid and was managed by occ health. Information from the employee records is not available.